Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that the patient had a lot loss of cerebrospinal fluid leakage (csf). It was also reported that the patient took a four (4) times of magnetic resonance imaging (MRI) and did not know if the device was non compatible with the MRI. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had a lot loss of cerebrospinal fluid leakage (csf). It was also reported that the patient took a four (4) times of magnetic resonance imaging (MRI) and did not know if the device was non compatible with the MRI. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the bsn sales representative confirmed that the csf leak was not device related. No further information can be obtained.

Event description:
A report was received that the patient had a lot loss of cerebrospinal fluid leakage (csf). It was also reported that the patient took a four (4) times of magnetic resonance imaging (MRI) and did not know if the device was non compatible with the MRI. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Additional suspect medical device components involved in the event: model#: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient had a lot loss of cerebrospinal fluid leakage (csf). It was also reported that the patient took a four (4) times of magnetic resonance imaging (MRI) and did not know if the device was non compatible with the MRI. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the reason for explant was due to MRI. Sc-1110-02 (sn: (B)(4)) device evaluation indicated that the device passed all tests performed. Sc-2218-70, (sn:(B)(4)) device evaluation indicated that the electrode #3 was fractured in the distal array, but the cable was not exposed.

Event description:
A report was received that the patient had a lot loss of cerebrospinal fluid leakage (csf). It was also reported that the patient took a four (4) times of magnetic resonance imaging (MRI) and did not know if the device was non compatible with the MRI. The patient will undergo an explant procedure.